Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. The stapling devices were being applied to the stomach. The clamp had cracked several times in staples and the handles have finally let go and no longer work. Initially think or a carpet worries, but événements with a new charger the clamps by giving the handshakes function in the vacuum. In order to resolve the issue and complete the case, had to change the devices.

Manufacturer narrative:
Additional information: patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the stapler was blocked making the stapling impossible. Another clip was taken but it was blocked as well.